Manufacturer narrative:
(B)(4). Customer reported an incomplete catalog number. "104000 size unkn" customer reported the device will be available for investigation, however the device has not been received by the manufacturer at the time of this report. Teleflex has requested additional information regarding patient impact and incomplete device catalog number and device return. No response received to date. Investigation is on-going.

Event description:
Customer complaint states "the cuff of the tube is not tight and because of this leaking." Alleged issue reported as detected during patient use.

Manufacturer narrative:
(B)(4). The actual complaint device was returned for investigation and also a second representative sample. The visual examination of the returned product showed signs of contamination. Discoloration or design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the blue control cuffs and connectors did not reveal any irregularities. A leakage test as well as inflation and deflation tests were performed with the returned devices. The balloon was inflated with air and tested for leakages in a water quench. During the leakage test a leakage of the balloon membrane could be identified for one of the returned devices. The other device was fully functional and did not show a leakage of the cuff. A device history record (DHR) review was conducted on lot 18351 and no issues that could have contributed to the reported event were identified. The performed visual and functional examination confirmed the complaint issue reported by the customer for one of the returned products which was most likely the sample of the reported event. All devices are 100% visually inspected over illuminated work station. Beside this, the balloons are being air inflated and remain overnight on the work station to be checked for leaks. Products found to be abnormal are being properly segregated and scrapped. Therefore, it is very unlikely devices with such failures as observed to escape the stringent tests. Most likely the leakage at the balloon membrane was caused due to mechanical damage during use or cleaning of the device, although a true root cause could not be identified.

Event description:
Customer complaint states "the cuff of the tube is not tight and because of this leaking." Alleged issue reported as detected during patient use.